Event description:
Caller reported an error with their continuous glucose monitor, indicated by cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions, guiding the caller through the process. After the reset, cgm error code did not reappear, and the caller successfully started a new sensor session.